Event description:
It was reported that the asymptomatic patient presented in clinic with episodes of non-sustained right ventricular oversensing. It was noted that there was latency with sensing biventricular pace and it was believed to be from loss of capture on the right ventricular (rv) lead. The rv lead was reprogrammed to a lower output for left ventricular only pacing. The patient would continue to be monitored.